Manufacturer narrative:
(B)(6). (B)(4).

Event description:
Broken jaw hospital reports that part of the device broke off as it was removed from the patients shoulder. The procedure was a rotator cuff repair. The patient was unaffected; the procedure was completed without the device. The surgeon often struggles with this procedure and switches to mini open. This is what he did on this occasion. The procedure was slightly delayed in the fact that he switched from arthroscopic to mini open but often does this under normal circumstances.

Manufacturer narrative:
Visual assessment of the returned device confirmed the torsional spring to be uncoiled and dislodged from the recessed grooves. No burr was observed on the end of the proximal arm of the torsion spring. The self-capture feature is also bent. A review of the device history record was performed which confirmed no inconsistencies. After the evaluation the root cause for the reported issue could not be determined. The company will continue to analyze additional complaints as they are reported. (B)(4).